Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147602.

Event description:
It was reported that the patient's right ventricular lead exhibited under sensing, no r-waves, high capture threshold, unspecified impedance problem and noise. Patient condition was unknown.